Event description:
It was reported that a user experienced a dexcom g7 pairing issue in which glucose readings appeared on the dexcom mobile app but did not transmit to the ilet pump, and the pump displayed a sensor failed message until the correct pairing code was confirmed, after which the pump began receiving readings; blood glucose was reportedly unaffected and the user felt well throughout. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included remote troubleshooting and education that verified the correct pairing code and re-established communication between the sensor and the ilet pump. Investigation of this case revealed a sensor-to-pump communication failure that resolved once the pairing code was confirmed and pairing completed successfully. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing mismatch leading to temporary communication loss.